Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), the right side was punctured and the pigtail was introduced without major problems. A root shot was taken, and left cfa was exposed by the surgeon. Stiff wire was placed in ascending aorta and esheath could be delivered after predilatation using a 7 mm peripheral balloon. The valve was prepared and a stiff wire placed in the lv. The commander system went through the esheath easily but the valve stent got caught just outside the sheath on a distal aortic plaque. Simultaneous maneuvers with pulling and pushing allowed the valve stent to pass. Then the valve stent got caught on the next plaque, and the valve alignment was done to overcome the situation. Some friction was mentioned during valve alignment. The whole system could be advanced further into the upper part of the aorta just below the aortic arch. More fine valve alignment could not be done, because the shaft was ¿broken¿. The commander system was completely pulled back out, and a snare was used to pull the fractured balloon and valve stent down in the distal aorta and back into the left iliac artery. There the valve stent got caught again and could not be removed into the esheath nor further down without the sheath. The patient remained stable with an act level above 300 second. A new esheath was introduced to get the valve stent into this new sheath, which failed. Cross over was not an option since right side was even worse than left side. However, a balloon was used to cross over to open the calcified part on left cia and to have a balloon in if occlusion would be necessary. The decision was made to operate the patient and the stable patient was transferred to the operating room. At the end, no valve was implanted and the patient is recovering from the surgical intervention.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. Photograph of the complaint device was provided. The following was noted: a crimp balloon tear at region of inflation to crimp (I/c) balloon bond was seen, as well as exposed balloon wings are flared out/bent with intima attached. The thv was not fully aligned. Bunching of distal inflation balloon was also observed. There was guidewire shaft material failure. A lot history review was performed and revealed no other complaints relating to the reported event. Review of the related work orders records did not reveal any issues that could have contributed to this complaint event. A review of the complaint history of the past 12 months from the complaint initiation date, from june 2018 to may 2019, revealed other returned complaints for the ¿delivery system - difficulty with valve alignment¿, ¿delivery system ¿ tracking difficulty¿, ¿delivery system ¿ withdrawal difficulty¿, or ¿distal tip, and nose tip ¿ separated for the commander delivery system. No manufacturing non-conformities were found in the returned samples. Available information suggest that patient and/or procedural factors may have contributed to the events. Regarding the balloon torn, the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors (high valve alignment forces due to tortuosity). Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The complaints for the difficulty with valve alignment, balloon tear, withdrawal difficulty, and distal tip, nose tip separation were confirmed. Due to lack of relevant imagery, the complaint for the tracking difficulty was unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Regarding the balloon tear and difficulty with valve alignment, potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment. The material near the bond area can fail if there are difficulties encountered during valve alignment (as noted in the case description), which results in increased forces acting upon the joint area. The following scenarios can result in difficulty aligning the thv and high valve alignment forces: if the physician performed valve alignment in an un-straight section of the aorta, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which can lead to the reported fine adjust difficulty, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As the complaint description notes several instances of plaque in the vasculature, it is likely that encounters with these coupled with any tortuosity contributed to non-coaxial alignment of the valve with the flex tip during alignment. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid) factors may have contributed to the complaint events. Regarding the tracking difficulty, withdrawal difficulty, and nose tip separation, as stated, plaque in the aorta caused difficulty tracking the thv/delivery system. Push/pull maneuvers of the delivery system to overcome the plaque could have kinked the guidewire shaft, weakening the material. Increased tension being applied to the guidewire shaft during due to valve alignment difficulties could have caused the kinked guidewire shaft to break. Due to the separation, the inflation balloon/thv was unable to be retrieved along with the rest of the delivery system. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (aortic plaque) could have tracking difficulties and kinked the guidewire shaft. Procedural factors (push/pull manipulation of delivery system and high valve alignment forces) could have caused the nose tip to separate. The separation would have resulted in withdrawal difficulties. Regarding the withdrawal difficulty and nose tip separation, the complaints were confirmed. The tracking difficulty was unable to be confirmed. For balloon torn and difficulty with valve alignment, the complaints were confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Available information suggests that patient factors (aortic plaque), contributed to the tracking difficulty. Patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid) may have contributed to the difficulty with valve alignment and balloon torn. In addition, procedural factors (high valve alignment forces, push/pull manipulation of delivery system) could have caused the nose tip separation. The nose tip separation would have resulted in withdrawal difficulty. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend categories. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment. Even though no IFU/training material deficiencies were identified, as part of a CAPA, edwards has included additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.